Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
Customer reported that it is possible to expand the instrument, however it cannot be reduced (set on the initial position).